Event description:
It was reported the patient lost therapy and the ipg was deemed inoperable. As a result, the ipg was replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.